Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4). Conclusions: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, blood leaked from the shunt sensor after the initiation of bypass. Blood loss <5ml. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
The returned sample was visually inspected microscopically for any anomalies. This inspection found dried blood on the housing of the unit. The unit was then gradually pressurized in a water bath to roughly 1000mmhg, during which the unit began to leak immediately on the side of the weld, mid-way down the length of the part. Human factors issue was selected due to excessive handling could cause enough damage or disruption to the part's mechanical integrity resulting in a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.